Event description:
It was reported that the graphic user interface (gui) latch and base parts are broken. It is unknown if there was patient involvement despite multiple attempts to obtain additional information. There is no report of death or serious injury associated with this event. .

Manufacturer narrative:
(B)(4).during a follow-up with the user facility, the device was found to have been repaired and returned to clinical use by the facility's biomedical engineer.